Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, after noting the intermittent display, tac began some trouble-shooting options with the customer for the phone. However, that trouble-shooting was ultimately unsuccessful, and the customer decided to return the unit for evaluation and possible repair. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report could not be confirmed. A full inspection was performed on the unit and all functional tests were passed. Though, it was recommended that the software be updated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus video system center was suddenly loosing its image during use. According to the initial reporter, the subject device had to replaced with another to continue. There was no patient harm or consequence reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the reported event be confirmed/reproduced. Olympus will continue to monitor field performance for this device.